Event description:
The customer reported that the insulin pump was not detecting the reservoir, and insulin was squirting out during the manual prime process. The caller mentioned that the infusion set and reservoir was changed, but the anomaly persists. The customer stated that the motor is not slowing, and the numbers are not ramping during priming. Advised the caller to discontinue pump use and revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.